Event description:
Pump was reported to overinfuse during pt use on a neonate. The pump was set to deliver hper-l at a rate of 2 to 5 ml per hour. It infused 294ml in less than 12 hours. No medical intervention was need and no pt injury resulted.